Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Evaluation conclusion codes: no problem detected. A getinge service territory manager (stm) evaluated the iabp unit and was unable to reproduce the reported issue. The device pressure was zeroed multiple times by holding the "zero pressure" button for greater than two seconds as per user interface instructions. The stm found nothing significant in the iabp¿s diagnostic error log. The stm performed a preventive maintenance (pm) with full calibration, and the iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during patient use, the cs300 intra-aortic balloon pump (iabp) was unable to zero. The device pressure would not zero. No adverse event was reported.